Event description:
The hcp reported that the patient had been admitted for a cardioversion procedure related to atrial flutter; the bilateral dbs generators were turned off and amplitudes had been set to zero prior to defibrillation. After cardioversion, it was noted that the pulse generators had returned to factory settings (power-on-reset), the devices were turned were turned on and parameters were successfully re-programmed back to initial settings. The patient also experienced left-eye "persistent deviation" with stimulation on (no symptoms with stim off), and right-sided facial twitch was noted when the generator was interrogated after cardio-version. After 10 minutes the patient tolerated stimulation; there was no eye deviation or dystonia and all impedance readings obtained were acceptable. The patient tolerated the procedure well and had responded to verbal commands while still under light sedation. The patient was discharged to home the same day after successful conversion to sinus rhythm and in hemodynamically stable condition. Refer to MFR report # 2182207200703324.